Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported on (B)(6) 2014 that a laser vision correction patient presented with epithelial ingrowth in superior area of right eye post treatment. Patient was complaining of blurred visual acuity. No actions were taken. On (B)(6) 2014, the account reported that patient had mild striae in the same area of same eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred visual acuity. On (B)(6) 2014 account reported that patient was seen on (B)(6) 2014 and complains of blurred vision in right eye. Uncorrected visual acuity (ucva) is 20/30 and best corrected visual acuity (bcva) is 20/20 with a mr of +0.25 -1.25 x 160 right eye. Mild rough epithelial in right eye. Account mentioned that on (B)(6) 2014 the patient had edir (evaluation, debridement, irrigation and repositioning) on the right eye.